Event description:
It was reported that during an unknown procedure, when shooting the instrument, the clips didn¿t grab the tissue. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify the event: were the clips formed properly? Was the clip placed on the tissue and then fell off? Did the clip feed into the jaws completely? Did the clip release from the jaws? The clips were formed properly. The clips were placed on the tissue and then fell off. The clip was fed info the jaw completely. The clips released from the jaw.